Manufacturer narrative:
Device analysis: the returned device consisted of an embold? Fibered with the perforations intact and the coil broken from the coupler. The device was examined microscopically to reveal a stretched coil that broke from the coupler, with both couplers bent and held in place by the delivery wire and pull wire.

Event description:
It was reported that the coil stretched and broke within the patient. An embold? Fibered was selected for use in an endovascular aneurysm repair (evar) procedure in the left internal iliac artery. A non-boston scientific microcatheter was inserted via the contralateral approach, and the coil was positioned and deployment was initiated by breaking the proximal release perforation. When approximately 5 cm of the coil remained to be deployed, the coil began to stretch. The microcatheter was carefully withdrawn from the lesion to prevent the coil from deploying fully. As the microcatheter was pulled, the stretched portion of the coil broke off within the patient. The microcatheter and majority of the coil were withdrawn from the patient. Retrieval of the detached portion of the coil would have proved difficult due to a tortuous anatomy, so the physician elected to use a planned stent graft to press the remaining portion of the coil into place. No additional intervention was required. There were no adverse events as a result of the event.